Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in room 241. There was no pt/user injury reported.

Manufacturer narrative:
The hill-rom technician found two brake casters inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.